Event description:
Review of an article revealed that a vns pt experienced "an intra-operatively paroxysmal bradycardia during device diagnostics. At postoperative follow-up, this was not recorded again." Good faith attempts for additional info have been unsuccessful to date.

Manufacturer narrative:
Ardesch jj, et al., vagus nerve stimulaton for medically refractory epilepsy: a long-term follow-up study, seizure: eur j epil (2007), doi: 10.1016/j. Seizure. 2007.04.005.